Event description:
The pt began having some pain in mid (B)(6), 2012. He hasn't had health coverage until recently and had not seen his physician due to the expense. The pt has a doctor's appointment scheduled for (B)(6) 2012. Additional information provided by the sales rep on (B)(6) 2013, indicated altr. Implants were removed, cup was retained.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it was retained by the pt. Additional information has been requested and if received, will be provided in the supplemental report.